Manufacturer narrative:
Evaluation summary: the alleged event of distal mis-targeting was not confirmed. Functional test revealed neither proximal nor distal contacts of the drills to the drill holes of a sample nail. The function of the target device returned was fully given.

Event description:
The nurse reported to our sales rep that it was observed during a surgery procedure that the target device is no longer pinpoint.

Event description:
The nurse reported to our sales rep that it was observed during a surgery procedure that the target device is no longer pinpoint.